Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the ipg site following an implant procedure. The patient presented to the hospital and was provided with IV antibiotics. The wound site continued to be drained after the patient was discharged. Follow-up report indicated that an ipg pocket revision procedure was performed and there were no reports of further complications.

Manufacturer narrative:
Follow-up report indicated that the device was explanted due to a staph infection, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found. There were no reports of further complications.